Manufacturer narrative:
Medtronic received the following information from the journal article entitled; collected transatlantic experience from the pericles registry: use of chimney grafts to treat post-evar type ia endoleaks shows good midterm results sonia ronchey, stefano fazzin, salvatore scali, giovanni torsello, paul kubilis, frank veith, konstantinos p. Donas, felice pecoraro and nicola mangialardi journal of endovascular therapy (2018) vol. 25(4) 492¿498, doi.org/10.1177/1526602818782941. Exact date of death unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were implanted into patients for the endovascular treatment of abdominal aortic aneurysms (aaa) on unknown dates. The following adverse event occurred; death; one 30 day mortality.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.